Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Pati ent information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was experiencing an idioventricular rhythm with a heart rate in the area of 30 beats per minute. It was also reported that the device could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.